Event description:
The end user reported while pushing the empty stretcher on a tile floor and holding onto the head end of the stretcher, one of the medics felt a small shock to their right hand and then a stronger shock to their left hand. The medic did not allege any injury nor did he seek medical intervention.